Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the removal surgery for the tomofix which was inserted approximately a year ago. During the surgery, the lhs was broken at the base of the screw head. There was a possibility that the lhs has been already broken before the surgery; however, the surgeon thought the lhs was broken at the time of removal. The remaining screw tip was removed with extraction forceps. The surgery was completed successfully with few minutes delay. No further information is available. This complaint involves one (1) device unk: screws: tomofix. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. PMA/510k: this report is for an unk - screws: tomofix/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.